Event description:
It was reported the device was used during a colon procedure. It was reported by the affiliate that at the end of the procedure, the surgeon noticed that the pt was bleeding. The staples did not hold. There was no pt consequence.